Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-may-2025, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(4), ubd: 04-may-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that an x-ray today confirms a slight migration up and to the right with both leads. The patient also reports a 50% reduction of his pain from where he was back in (B)(6) 2021 where a note indicates he was about 100%. The patient noted that it is not helping the pain. The patient was set up with 3 new groups (a-c). Next steps would be to try new groups if he is not getting adequate relief with his controller. If these other options do not help, he will meet with us again for additional reprogramming. If this is unsuccessful in the next few months, we may have a discussion of revision, but at this time there was no revision discussion.